Event description:
The air mattress had lifted the pt. Up to the height of the side rail, which made it possible for the patient to slip out while the patient was attempting to sit up on the patient bed.